Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due hyperglycemia. Patient inserted a new infusion set. The blood glucose level was 380 mg/dl and the patient was treated with insulin pump. Patient found positive for ketones and levels found greater than three. Length of hospitalization is less than twenty-fours. Patient experienced abdominal cramps, fatigue and vomiting. No further information available.